Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining higher than expected troponin (accutni) results within the risk stratification range for two (2) patients and above the acute myocardial infarction (ami) cut-off for one (1) additional patient generated by the unicel dxi 800 access immunoassay system over the course of two (2) consecutive days ((B)(6) 2012). This report documents the one (1) false patient result that was generated on (B)(6) 2012. Subsequent testing of the sample, generated on the same instrument, produced a lower result within the risk stratification range but outside of the assay's stated precision claim of less than or equal to 8%. The erroneous result was not reported out of the laboratory. There was no death or injury associated with this event and patient treatment was not impacted.

Manufacturer narrative:
The customer stated to customer technical support (cts) that the accutni samples were collected in plasma tubes. The customer also noted that both samples were full draws with no signs of fibrin. No issues were noted with sample quality. Per the customer supplied system data, the instrument is operating within proper specifications. Qc was within range prior to and after the event. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse performed a high sensitivity (hs) system check which passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. The exact cause of the event is unknown and could not be determined. This medwatch report is related to MDR 2122870-2012-00446.